Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. This MDR is being submitted as part of an ongoing retrospective review (remediation) of prior files by rwmic. Follow-up report #2 is to provide FDA with new/missing information: results of the device investigation (h10), adverse event codes (h6) related to the device investigation. According to the device investigation report: complaint investigation is based on the assessment of the available information from the repair performance on 2/11/2019. No evaluation was performed based on repair order confirmation at the time of receipt indicated that the item should be scrapped. Product was not originally received as a complaint. Product disposition: scrap rw considers this case closed. Should additional information become available a follow up report will be submitted.

Event description:
The purpose of this submission is to report the results of the device investigation. See manufacturers narrative (h10).

Manufacturer narrative:
(B)(4) considers this case open. The manufacture and user facility will be contacted to collect missing information. A follow up report will be submitted upon receipt of new or additional information.

Event description:
On (B)(6) 2019, the user facility reported the following to (B)(4): having an issue with pictures being automatically taken and the brightness increasing automatically. This was the second time it happened. Both times it happened after they unplugged and plugged the camera back in to the endocam to re-white balance. Will the device be returned? Yes. Was the device being used during a procedure when the issue occurred? Yes. Specifically, was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient or other personnel due to issue? No. Did the issue cause a delay in the procedure being performed that put the patient at risk? Yes. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes. How was the patient anesthetized? General.

Event description:
Follow up report to provide new and/or changed information.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with new and changed information. Richard wolf medical instruments corporation (rwmic) considers this case open. Upon device evaluation or any additional information a follow up report will be submitted to the FDA.